Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest (age and gender unknown) the device would not discharge after repeated successful discharges. The device was turned off/on and then acted appropriately. The patient subsequently expired. Complainant indicated that the customer's biomedical facility was unable to duplicate the reported malfunction.